Event description:
Stryker rep reported a broken exeter stem that has needed to be revised.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via medical review and visual inspection of photographs of the device. Method & results: -device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted exeter stem that is fractured in the mid-portion. Material analysis, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: ¿this inquiry reports a fracture of an exeter femoral stem that required revision. I can confirm that this event took place since I was able to review the x-rays and photographs. However no postrevision xray is provided. Regarding the possible root cause of this event, I cannot determine it with certainty. Fracture of a cemented femoral stem that has been in place as long as 10 years is well documented. In this case I believe that the apparent paucity of cement proximally may have contributed. As I said previously, the xrays are of poor quality." -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: no other similar events were reported for the lot. Conclusion: it was reported that the patient was revised due to fracture of an exeter stem. The crack/fracture of the device was confirmed by visual inspection of photographs of the device and review of provided records by a clinical consultant, which stated, ¿I can confirm that this event took place since I was able to review the x-rays and photographs. However no post revision xray is provided. Regarding the possible root cause of this event, I cannot determine it with certainty.¿ the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Stryker rep reported a broken exeter stem that has needed to be revised.